Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar wrist changed positions. The user completed the procedure using a backup force bipolar with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon's head was inside the high-resolution stereo viewer attempting to manipulate instruments when the issue occurred. The wrist was dislodged, and the issue was not related to the inability to move the instrument. The movements scaled appropriately in the intended direction. The timing of the instrument was not appropriate. There was no shakiness observed and no instrument-to-instrument collision. There were no external collisions and the issue was persistent. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument, but failure analysis has not yet been completed.

Manufacturer narrative:
The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection-external, visual inspection-internal, manual articulation of inputs, recognition, engagement, energy delivery, and intuitive motion tests/inspections were performed, and the complaint could not be reproduced. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.